Event description:
A surgeon reported that on the first postoperative day following intraocular lens (iol) implant surgery. Surface clouding of the lens was observed. The pt reported poor vision and her visual acuity examination could not be performed due to poor vision. On the second postoperative day, the clouding was not recovered and no visual acuity examination could be performed. The pt was taken back to surgery on the fifth postoperative day. The surgeon had planned to exchanged the lens. The surgeon performed a surface polish and when the lens was touched with the irrigation/aspiration (I/a) tip, the surgeon noted the iol clouding was able to be removed. The first day following this procedure, the pt reported the substance like an "ice ball" in the visual field was gone but there were still small substances like grains. By the second post-polishing day, the pt visual acuity had recovered to 0.7 (20/32) and the surface clouding was noted to have disappeared.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested and rec'd. (B)(4).